Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet called for assistance connecting a g7 sensor and appeared intermittently incoherent on the phone, after which ems conducted a wellness check and the patient was hospitalized for covid-19; during admission the patient received long-acting insulin and a correction dose when blood glucose reached 300 mg/dl, was advised to discontinue ilet use in the hospital, and later requested guidance to shut down the device and remove the infusion set before subsequently reconnecting and resuming insulin delivery after discharge. Symptoms included dizziness and hyperglycemia. Outcomes included hospital admission and temporary discontinuation of the ilet with subsequent recovery and resumption of therapy. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no malfunction of the ilet and appropriate device function when guidance was followed. It was concluded that the event was not related to the ilet and was associated with intercurrent illness requiring hospital-based care.